Manufacturer narrative:
The insulin pump had no button response and alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, a missing reservoir tube seal and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error during a bolus. The blood glucose reading was 144 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.